Manufacturer narrative:
(B)(4). Date sent to FDA: 08/03/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that during a laparoscopic bilateral inguinal hernia repair procedure, the clips did not stick in the tissue. A competitor's device was used to complete the procedure. There were no adverse consequences for the patient. No additional information has been provided.

Manufacturer narrative:
The following visual characteristics were noted during the evaluation device c: a close inspection was conducted on the returned device and no visual damages were noted. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that during a laparoscopic bilateral inguinal hernia repair procedure, the clips did not stick in the tissue. A competitor's device was used to complete the procedure. There were no adverse consequences for the patient. No additional information has been provided.